Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the device¿s needle fell into the cavity of the patient while being used to over-sew the peritoneum of mesh. After about 5 minutes, they were able to find and retrieve the piece. They opened another handle to finish the over-sew of the mesh and were able to successfully complete the case. There was no injury caused to the patient and no medical intervention was required.